Event description:
(B)(4) clinical study. It was reported that restenosis, myocardial infarction (mi) and chest pain occurred. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition was unstable angina with mi. Prior to index procedure, cardiac biomarkers were noted to be elevated which was indicative of ischemia and the patient was referred for elective cardiac catheterization. Index procedure was performed. Target lesion #1 was located in the distal left circumflex (lcx) artery with 95% stenosis and was 16 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 20 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. However, the subject complained of chest pain of intensity 3/10. This was treated with 25 mcg IV fentanyl. Target lesion #2 was located in the mid left anterior descending artery (lad) with 80% stenosis and was 10 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 12 mm study stent. Following post dilatation, residual stenosis was 0%. However chest pain persisted at the end of the index procedure and no additional intervention was performed to treat the event. The following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2014, the patient presented due to complaints of acute onset of chest pain and was hospitalized on the same day. Electrocardiogram (ECG) revealed 1-2 mm of st elevation inferior leads. Cardiac enzyme elevation were noted (peak ck-mb: 76.5 ng/ml, uln: 5 ng/ml; peak ck: 728 iu/l, uln: 308 iu/l; troponin I: 24.9ng/ml; uln: 0.45ng/ml). The patient was diagnosed with acute inferior wall st elevation mi and was started on treatment with heparin, integrillin and aspirin. The patient was referred for cardiac catheterization. Coronary angiography was performed and revealed 80% stenosis at the proximal edge of the study stent located in distal lcx and was treated with balloon angioplasty and placement of a 3 x 15 mm non bsc stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, follow up core lab angiographic findings of the distal left circumflex (lcx) noted absence of aneurysm and thrombus, however, presence of in-stent restenosis (isr) pattern 1b was noted. Target lesion revascularization was performed.